Manufacturer narrative:
Internal report # (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-57- user had an inaccurate reference: alternate meter: the end user is comparing results obtained from one of trividia's bgm system to the results from another trividia's bgm system. Test strip (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from all of the results obtained. The customer's expected fasting blood glucose test result range is 125 to 132mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the dining room. During the call on (B)(6) 2017, a back to back blood test was performed by the customer non-fasting and produced test results of 169 and 191mg/dl using true metrix air meter. The test strip lot manufacturer's expiration date is 03/21/2018 and open vial date is approximately two weeks ago. The meter memory was reviewed for previous test result history: (B)(6). Customer is concern with the meter giving high blood results. Customer is comparing her results from her true result meter. Customer is no longer using the true result meter. Customer have been seen these high results for the past two weeks. Customer states that nothing have change with her diet and medication.

Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from all of the results obtained. The customer's expected fasting blood glucose test result range is 125 to 132mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the dining room. During the call on (B)(6) 2017, a back to back blood test was performed by the customer non-fasting and produced test results of 169 and 191mg/dl using true metrix air meter. The test strip lot manufacturer's expiration date is 03/21/2018 and open vial date is approximately two weeks ago. The meter memory was reviewed for previous test result history: (B)(6). Customer is concern with the meter giving high blood results. Customer is comparing her results from her true result meter. Customer is no longer using the true result meter. Customer have been seen these high results for the past two weeks. Customer states that nothing have change with her diet and medication.